Event description:
Information received regarding the explanted device notes that during routine transtelephonic monitoring and sub- sequent follow-up, vvi reset and eol were observed. The device was reprogrammed to dddr and the patient was sent home. A second clinical follow-up found that the device had again reverted to eol. A "back-up mode" message was never given. The patient was not pacemaker dependent.